Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump fell into the sink with water and stopped working. The customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump was vibrating without an alarm or alert. The customer stated that the insulin pump display went blank immediately after the exposure to moisture. The customer stated that a constant tone was occurring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.